Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d10, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed due to light transmission failure and bad image. In addition, the following reportable malfunctions were identified during the device evaluation: cut in video cable, cracked video connector, loose light guide adapter, moisture under light guide cover, scratches on distal edge and distal fiber breakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light transmission failure and bad image; cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the visibility on the subject device was not bright enough. The issue was identified during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the visibility on the subject device was not bright enough. The issue was identified during an unspecified procedure. There were no reports of patient harm.